Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right femoral artery via a 6f sheath (model unknown). A 50/50 contrast and saline mixture was used. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured after the balloon abutted the tip of the sheath (first stop). At that point, "the balloon pulled into the sheath". The device was removed and a device (angioseal) from a different manufacturer was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted. After the device was removed from the patient the aci vascular closure specialist tested the balloon and noted that there was a visible leak in the balloon. The sealant was not deployed and remained in the device.